Event description:
It was reported that the patient faced three infusion set was fell of during use from (B)(6) 2025 which led to hyperglycemia. For treatment patient went to emergency room. The blood glucose level was 22.2 mmol/l at the time of event.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.